Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level t9. The procedure was completed without complication. Approximately one week post procedure, "the pt returned complaining of back pain. Radiographs revealed a further compression of the bone between the superior endplate and the pmma. The posterior vertebral wall was bulging into and occupying approximately 20% of the spinal canal. The bone cement had not shifted out of the vertebral body and did not appear to be pushing the posterior vertebral wall into the spinal canal". Reportedly, the pt did not experience neurological sequelae. Surgical intervention was not planned. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up with company rep.